Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the severely calcified common iliac artery. A 9.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There was no patient injury reported.